Manufacturer narrative:
Section a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from the patient 's right eye due to refractive error. The lens was explanted in the secondary procedure and replaced with lens from another manufacturer. There was no patient injury. There was incision enlargement. The patient's status is good. From additional information it was learnt that the refractive error was observed after the implantation of the lens. The patient daily activities are affected. No other information is available

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 05/28/2024. Device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the lens was received cut in half. The lens was cleaned and presented with no issues that could have contributed to the complaint event. No further evaluation was performed. Conclusion: the complaint issue unexpected postop refraction, explant was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.